Event description:
Wound dehiscence. This 63 year old male pt has a history with splenectomy (1954) which was performed for an unknown reason. On 18 feb 1999, the pt underwent lower abdominal surgery because of diverticular disease. After a lower midline incision was made, the abdomen was entered and adhesions to the anterior wall were lysed. A fistula between the sigmoid colon and bladder was resected and oversawn with vicryl sutures. The proximal descending colon was resected. A colocolon end-to-end anastomosis was created. A small enterotomy was made in the transverse colon that was closed with "pds" sutures. The surgical procedure was uncomplicated and prior to closure of the abdomen 3 sheets of seprafilm were placed, 1 under the midline incision and 2 in the right retroperitoneal gutter. The skin was closed with staples and "pds" suture. Post-operatively, the pt rec'd metronidazole and cefotaxime both IV as antibiotic prophylaxis. On the 10th post-operative day, the staples were removed. On 02 mar 1999, the pt was discharged from the hosp. Three to four centimeters of the operation wound was not yet completely healed. On 03 mar (13 days after the use of seprafilm), upon changing of the dressing of the wound, the district nurse observed a complete opening of the incision wound. The pt was again admitted to the hosp and the wound was covered with moist swabs. Upon inspection, it was observed that the "pds" suture had broken. Bowel mass was observed through the opening and a small loop of bowel was open with bowel contents seeping out. On march 04, the wound was washed with copious amounts of antibiotic wash and closed side-to-side with tlc 75 x 2 firing, "pds" and clips. On 12 march 1999, the information was rec'd that the pt has an uncomplicated recovery. The clips will be removed on the 14th post-operative day. The pt is not known with diabetes and did not use corticosteroids as concomitant medication. Because of the rare occurrence of complete wound dehiscence following abdominal surgical procedures, the treating surgeon considered this adverse incident to be possibly related to seprafilm usage. Serious: yes, labeled: no, relationship: possibly. Follow-up info rec'd on 26 march 1999: the pt was discharged home on march 17, 1999. At home the clips were removed on march 18 and 19, 1999. The wound was not yet completely healed superficially over a length of a few centimeters. This was considered to be not abnormal for surgical abdominal wounds. Wbc: 6.3 (17 feb. 1999), 10.5 (27 feb. 1999), 15.4 (01 mar. 1999), 14.5 (04 mar. 1999), 15.6 (9 mar. 1999), 11.4 (15 mar. 1999). Platelets: 574 (17 feb. 1999), 797 (27 feb. 1999), 1076 (01 mar. 1999), 1543 (04 mar. 1999), 1547 (9 mar. 1999), 1141 (15 mar. 1999). Add'l test results are kept on file. Follow-up info rec'd on 29 march 1999: the high platelet counts in this pt were considered to be compatible with post-operative infection in a asplenic pt (consultant hematologist 04 mar. 1999). The pt was commenced on aspirin treatment. At discharge the pt still rec'd aspirin and oral antibiotics.